Event description:
Upon arrival to the site, the tubing on the eclipse homepump, model #e102000, lot # 020271965, filled with ertapenem 1 gram/ 0.9 percent sodium chloride 100 ml was found disconnected from the base of the reservoir.